Manufacturer narrative:
For the remaining event, the investigation did not identify a product problem. The cause of the event could not be determined. The field service engineer performed preventative maintenance on the analyzer.

Manufacturer narrative:
(B)(4). For 1 of the events, the sample centrifugation time was insufficient. Based on centrifugation conditions and frequency of occurrence, the issue is consistent with a pre-analytical sample handling problem. For 2 of the events, the investigation could not identify a product problem. The cause of the event could not be determined. For 1 of the events, the investigation was ongoing. For 1 of the events, the investigation determined the issue identified by the field service engineer (fse) was the root cause of the event. For 1 of the events, the issue was resolved by the service actions. The follow up/corrective actions for 3 of the events were asked for but not provided. The follow up/corrective actions for 1 of the events was precision testing was performed. The follow up/corrective actions for 1 of the events were the fse visited the customer site and found and electronic issue with the liquid level detection (lld) cables in the sample system. The fse replaced the lld cables. Mechanical and operational checks passed. The customer has had no further issues. The follow up/corrective actions for 1 of the events was the field service representative found the probe assembly linear bearing/ motor to be damaged. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>6</noe> malfunction events. Erroneous non-reproducible results were generated by a cobas integra 400 plus. The events involved a total of 9 patients with the following: 1 chol2 cholesterol gen.2, 1 ca2 calcium gen.2, 1 crplx c-reactive protein (latex), 1 alp2 alkaline phosphatase acc. To ifcc gen.2, 1 tp2 total protein gen.2, 4 ldhi2 lactate dehydrogenase ver.2. The provided patients' ages ranged from (B)(6) to (B)(6). The other patients' ages were requested but were not provided. The patients' weights were requested but were not provided. There were 2 females and 2 males. The other patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.